Manufacturer narrative:
During follow-up, the patient said he loves the m14 product, and noticed no defects or malfunction. He did not know the lot numbers of any of the m14 units he used at the time of the infection and had none to retrieve.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) concurrent with catheter use and was admitted to the hospital for several days. During follow-up, the patient said he was released from the hospital and placed on antibiotics for four weeks, completed the course of antibiotics, and recovered. He is receiving a weekly dose of antibiotics directly into his bladder as a prevention for infection.